Event description:
The nurse stated that 2004 in pt was involved in an auto accident and suffered severe trauma to the orbit. The nurse stated that among other procedures the pt received an enucleation and the doctor used a medpor 20mm sst sphere with no other wrap material for this procedure. The nurse stated that the doctor used an introducer to place the sphere and closed tenons in interrupted fashion and conjunctiva with a running suture. The nurse stated that the doctor indicated that there was not tension on the closure but the fit was tight and he had trouble closing. The nurse stated that at one week after surgery the pt was doing well. At six weeks after surgery, there appeared to be a dehiscence of the closure. The nurse stated that the pt was playing with the conformer located over the implant. In 2005, the medpor implant was removed. The nurse stated that the pt is doing well one week after surgery.